Event description:
It was reported that this patient received an inappropriate shock due to over-sensed sense b noise from this subcutaneous implantable defibrillator (s-ICD) electrode. The s-ICD electrode was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The electrode is expected to be returned for analysis, but has not yet been received.